Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of an attune ps rp tkr due to tightness in flexion. The patient was unable to bend their knee beyond about 110/100 degrees. Patella, femur, and tibia implants were well fixed and weren't removed. The insert was removed (as noted in impacted products) to allow better access to the knee. Releases were performed by removing soft/scar tissue. After the releases were done we put a trial insert and assessed the range of motion. The patient could get beyond 90 degrees. We then implanted a new poly of the same size. Doi: (B)(6) 2015; dor: (B)(6) 2021; unknown side.